Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rezi0259 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 per sales representative, facility contact reported that they found a piece of the micro introducer wire still in the patient. This was noticed when the patient was admitted. A small piece of the wire was noticed in the patient's chest x-ray, since PICC was placed. The wire migrated to the patient's heart and the patient was sent to ir for retrieval but wire could not be retrieved.